Event description:
It was reported that after the pump had been implanted in the pt for 18 months, it was explanted because the pt was no longer getting pain relief. The pump was infusing morphine in a pt with chronic pain from multiple back surgeries. There were no add'l complications.